Event description:
It was reported that the 9800 system is arcing at the x-ray tube. It was noted that a loud banging coming from the tube during a case and the image flickered and went black. System removed from case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Regreased the high voltage connections. The system was tested and found to be working as intended and placed back into svc.